Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25111748, 25116475 and 25119756 and 25121811 the last 4 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
Complaint 3 of 3. See complaints (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tunnel would not receive insufflation gas after dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects. After dissection, the tunnel wasn't receiving insufflation. The harvestor removed and inspected the tubing. There was gas flow.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tunnel would not receive insufflation gas after dissection. . A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). After dissection, the tunnel wasn't receiving insufflation. The harvestor removed and inspected the tubing. There was gas flow.